Event description:
Discordant, falsely low magnesium results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). Patient sample (B)(6) was auto-repeated on the same instrument, resulting as expected and this result was reported to the physician(s). The sample was then rerun on the same instrument seven times, resulting falsely low. The sample was repeated on an alternate instrument, resulting as expected. Patient sample (B)(6) was auto-repeated on the same instrument, resulting low. The sample was then rerun on the same instrument seven times, resulting falsely low on all but one replicate. The sample was repeated on an alternate instrument, resulting as expected and reported. Patient sample (B)(6) was auto-repeated on the same instrument and repeated on an alternate instrument, resulting as expected on both and reported. Patient sample (B)(6) was auto-repeated, resulting falsely low. The sample was repeated on an alternate instrument, resulting as expected and reported. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low magnesium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to clean the drains for reagent probes 1 and 2 and sample probe 1, replace sample probe 1, and replace the dryer boots. Probes were aligned and cleaned with sodium hydroxide and reagent probes 1 and 2 and sample 1 probe pumps were primed by the tsc remotely. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe 1 mixer due to numerous failures during the undermix testing. The cause of the discordant, falsely low magnesium results is a sample probe 1 mixer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.